Event description:
(B)(6). In an attempt to obtain a 12-lead ECG, followed by 3-lead monitoring for duration of transport to the ed, the monitor would not perform said 12-lead and continued to default to the quick pads for unknown reasons / product details: our ems agency has 3 zoll zenix monitors and we have been experiencing many issues with them. For example- 12-lead ecgs are non-interpretable due to the interference (not artifact). Pt: 4582. Device: 2588. Reference reports: mw5180026, mw5190027. This report captures zoll cardiac monitor zenix #3.